Event description:
In 2002, pt underwent surgical procedure for chiari I malformation with implantation of dura-guard dural repair patch. Within one week of surgery pt had complication described as "fever, without infection". Four and half weeks later surgeon explanted dura-guard. Pt postoperative status described by surgeon as "well, back to work".